Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was cracked. Additionally, the battery was observed to deplete rapidly. The customer declined contact from tandem technical support regarding the issues, therefore no further information could be obtained.